Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The perilymph fistula was corrected and the pt was successfully implanted. This is the final report.

Event description:
The company was informed that during the implant surgery, the pt reportedly experienced a perilymph fistula.